Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "no anomalies". Three patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2009, (B)(6) 2009 and (B)(6) 2008 in save to disk file (B)(4), all alerts were at earlier times than the impedance trend data recording timeframe, all impedance trend data show stable trends between (B)(6) 2009 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high thresholds. The lead was capped and replaced. No patient complications were reported as a result of this event.